Event description:
A physician reported during an intraocular lens implant procedure a small scratch on the edge of the iol was noticed after insertion. Since it hardly affected the optics, it was left inside. There was a scratch on the contact point with the injector plunger part. The surgery was performed and completed without product replacement. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complainant states, the use of company handpiece and company cartridge, which is not a qualified combination to be used with company iol model. The reported complaint was not observed, as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use IFU, as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed, prior to product release. The manufacturer internal reference number is: (B)(4).